Event description:
It was reported that pump issued cartridge change error and customer¿s blood glucose reading was high, but specific value was unknown. No information was provided regarding any adverse health effects or need for medical treatment related to blood glucose level. Customer addressed high blood glucose by giving correction injection with multiple daily injections, did not seek help from third party, and resolved issue by changing cartridge and attempting to load it three times until insulin delivery was resumed. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.